Manufacturer narrative:
H10: the device was used during treatment and was returned for investigation. The initial functional evaluation of the handpiece found there was a short in the cabling. The DHR was reviewed and the product met manufacturing specifications. A complaint history review found similar complaints of the reported issues and will continue to be monitored. The surgical technique guide released at the time of the complaint provides instructions on how to recover to a fully manual procedure in the case the of a navio surgical system failure at any point during the surgical case. A failure can consist of, but is not limited, a system software crash, unrecoverable hardware failure, handpiece failure with no back available, tracker array failure or loss of contact with bone that is unrecoverable, etc. Since the reported event was related to a component failure, there is no indication in this complaint that the user did not follow the instructions for use. This failure is an identified failure mode within the risk file. The relationship of the device and the reported event has been established. The short in the handpiece cabling cause the blown fuse in the siu. The root cause of the reported event was due to an electrical component failure. Per complaint details, the device malfunctioned during use. Based on the information provided, as the user aborted the procedure and changed to manual instrumentation; there was no surgical delay or patient injury/impact reported. Therefore, no further medical assessment is warranted at this time.

Manufacturer narrative:
H11: d11: corrected.

Event description:
It was reported that, during a tka surgery, the handpiece and drill calibrated and homed as expected. During femur cutting, an error message appeared unexpectedly and said something about checking the handpiece. The navio forced back to the calibration and homing stages. Calibration was achieved, but it could not be proceeded beyond that stage because the navio continuously forced back to the calibration and homing stages and an error message appeared stating to check the handpiece. It was tried exiting the case and re-entering, but still could not proceed past a certain point. Error messages also appeared stating that there was an internal cable connection issue. After trying to restart the navio, a black error screen appeared that said, "an error occurred during initialization: pfs control handware failure. (Errcode = 40000000000)". The fan was still spinning in the siu, but the red led lights were not on. The surgery had to be finished with manual instrumentation. The patient outcome is unknown. The results of investigation indicate that there was a short in the handpiece cabling that blew a fuse on the siu.